Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-may-2024, it was reported by the patient that he receives an insulin flow block alarm. In troubleshooting blockage was confirmed. No further information was available.